Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
1 reported false positive flu a result for 1 asymptomatic patient (off-label). Unknown if the result was confirmed. Confirmation method(s) not provided. The customer also reported an additional patient event which is captured on a separate report.